Manufacturer narrative:
Fujii s, fujita k, yamaoka h, et al. Refractory in-stent stenosis after flow diverter stenting associated with delayed cobalt allergic reaction. Journal of neurointerventional surgery. August 2021. Doi:10.1136/neurintsurg-2021-017948. If information is provided in the future, a supplemental report will be issued.

Event description:
Fujii s, fujita k, yamaoka h, et al. Refractory in-stent stenosis after flow diverter stenting associated with delayed cobalt allergic reaction. Journal of neurointerventional surgery. August 2021. Doi:10.1136/neurintsurg-2021-017948 medtronic literature review found a report of patient complications in association with pipeline device. The purpose of this article was to present a rare case of a patient who experienced delayed in-stent stenosis (iss) believed to be due to a metal-induced allergic reaction. The article does not state any technical issues during use of the pipeline. The following intra- or post-procedural outcomes were noted: -a patient in her 70s underwent pipeline placement for a right internal carotid artery (ica) large aneurysm; 4 months later, the patient presented with left-sided hemiparesis, and MRI revealed right ica occlusion even though antiplatelet therapy was optimal. She underwent mechanical thrombectomy, and successful recanalization was achieved. However, follow-up angiography 6 months after the thrombectomy revealed severe iss, and the patch testing showed a positive reaction for cobalt. As a result of long-term administration of oral steroids and antihistamine, progression of iss was suppressed. It was supposed that a delayed hypersensitivity reaction to cobalt might induce refractory iss after ped placement.